Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tissue being intervened by an unknown instrument and it can be seen bleeding. However, it cannot be determined the cause of the reported event since no device or staple line was observed in the photo. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of the ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in the second reloading unit, stapling was not performed on a middle section of the staple suture (staples are present below, above and on the resectate). The resewing was done with stratafix 3/0 pds. The patient passed everything very well - no prolonged stay and/or problems postop.